Manufacturer narrative:
Device evaluation summary. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming pulse test) was confirmed. Upon investigation the electrode belt was unable to properly communicate with a monitor. The cause for the failure was isolated to a damaged esd700, u727, and u728 components on the distribution node pca. A root cause investigation determined that conductive gel from the therapy electrodes ingressed into the therapy electrode enclosure, causing a short on the therapy electrode pca and damaging the components on the distribution node pca. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt failed an incoming pulse test.